Manufacturer narrative:
Investigation summary: five photos of a loose 3ml syringe were received and evaluated. It was observed the scale markings between the 1ml and 3ml grad lines were faded and the top rib of the stopper appeared to have an angle. It is unclear if the faded scale was due to handling and if the angle of the stopper was rejectable without a measurement. The observed defects are unconfirmed. A physical unused sample with the reported defects is needed to perform a more through investigation including ink permanency testing and a measurement of the stopper angularity. A physical sample is required for a more thorough evaluation and potential root cause determination. The defect observed was unconfirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that scale marking issue occurred before use with a bd luer lok¿ 3 ml syringe. The following information was provided by the initial reporter, "it was reported that the graduation markings and some of the numbers are faded and illegible as well as the stopper appeared to be compressed. Event description per attached email states: "please provide a complaint reference number and investigation report for this product and lot. The stopper is canted at an angle and appears to be compressed. We fill syringes from the tip using a calibrated automated filling pump. The graduation markings and some of the numbers are faded and illegible. It is important for me to state that the number of issues we are having with bd syringes has resulted in having to scrap multiple finished lots."